Manufacturer narrative:
(B)(4). The codes submitted on initial correspond to the investigation but were mistakenly entered prior to final approval of plant investigation on 17-mar-2020. No change required.) Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of peritonitis. The cause of the event(s) is currently unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event(s). While there is no allegation of a product(s) or device(s) malfunction; the lack of product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately one year, was diagnosed with peritonitis on approximately (B)(6) 2019. During the call, the patient reported she had recovered from the event. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient is non-compliant, however specifics were not provided. Subsequent attempts to obtain additional information have thus far proven unsuccessful, and to date, the manufacturer did not receive the patient¿s liberty select cycler or liberty cycler set for evaluation.